Manufacturer narrative:
D4: full UDI is unknown as no lot number was provided. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the arterial blood collection process, it was found that there was a crack in the middle of the arterial blood collection kit, causing blood to flow out. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.